Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It is reported that the patient was revised due to dislocation and instability.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient was revised due to dislocation.